Event description:
Procedure type: lobectomy; according to the reporter, the structural balloon was opened into the muscular tissue instead of the pre-peritoneal space. The surgeon subsequently changed the procedure to open approach. The patient is currently well. No further details on relevant events prior to and subsequent to the incident, or about the patient could be provided.